Manufacturer narrative:
On 7/13/2007: initial report sent to FDA.

Event description:
According to the reporter, the pt presented bloody stool and was brought back into the or for examination where bleeding from the staple line was observed. Procedure: lap sigmoid colectomy.